Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. An opened sleeve in a fluidics management system pak tray was visually inspected. The shaft was broken. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the root cause of the damaged sleeve could not be conclusively determined. Although the complaint was confirmed; the root cause of the reported event could not conclusively determine how the sleeve shaft was chipped/damaged. No further investigative or manufacturing actions are warranted at this time as the exact root cause could not be conclusively determined. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of a pink sleeve in a procedure pak was found chipped during cataract surgery. (With intra ocular lens implantation). The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).